Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about april 7, 2010 and was revised on (B)(6) 2017. It is further alleged that he suffered injures as a result of implantation and explantation of the devices at issue, device recall and excessive levels of cobalt and chromium in his blood. As per opt report: "we noticed several cavitary lesions around the acetabular component filled with a black metallic titanium debris. With removal of the head, we noted that the trunnion of the femoral stem had a duckbill appearance with some flattening with no fracture. It appeared that there was some toggle of the femoral head on the trunnion causing some destruction of the trunnion at the most distal aspect."

Manufacturer narrative:
Additional information: executive summary updated and device information updated. An event regarding disassociation and fretting involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as primary operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2017. It is further alleged that he suffered injures as a result of implantation and explantation of the devices at issue, device recall and excessive levels of cobalt and chromium in his blood.